Event description:
On 3/10/94 rptr had an axillary-femoral bypass performed at the hosp. A graft was inserted. On 3/12/94 rptr became weak, had pain in upper right chest wall and obvious swelling. Rptr was rushed to the or for emergency surgery for a "repair of ruptured graft longitude." This fracture of the graft occurred in the upper portion of the graft. This has now left rptr with loss of sensation in arm and hand, loss of motion in right arm and hand and constant pain.